Event description:
It was reported that, when the surgeon picked the restoration gap ii acet shell from the inner blister pack, he noticed wrong cat# on the product. It was written not "2082-0048r" but "2082-0050r". He reamed pt's acetabulum until 49mm and implanted it without problem. There was a punch mark of "50" on the yellow small square rubber.

Manufacturer narrative:
Eval summary: the results of the investigation performed suggest that the part number on the product label matched the part number on the device, however, this could not be confirmed since the device was implanted. However, two devices from the reported device lot code were examined and confirmed to have the correct part number on the device and on the label. The reported punch mark of "50" on the yellow square rubber is a packaging component number and is not related to the size of the product. A review of the packaging assembly drawing shows a component labeled psc50 and this component is a part of the packaging assembly for all 2082 restoration ii acetabular shells regardless of size. A review of the sterile lot load (msheh11a) was performed in order to verify if part number 2082-0050r was mfg during the same time as part number 2082-0048r, however, the sterile load did not include part number 2082-0050r. There have been no other similar reported events for the 2082 restoration shell product family.